Event description:
Paramedics arrived on the scene of cardiac arrest with ff/emt's administering CPR and monitoring with an AED. The AED was removed and the device connected to the patient with ECG leads. The patient was observed to be in emd and disposable defibrillation/ECG electrodes connected to the patient but, according to the reporter, when the operator attempted to switch device from leads to paddles, the device alarmed and would not switch to paddles. The AED was brought back and used in manual mode to shock the patient several times. The patient was transported to the hospital and patient outcome is unknown.